Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical surgery for lung cancer, the device¿s staple line on lungs was incomplete due to bad staple which led to severe bleeding. There was a blood loss of 500cc which required blood transfusion. The incision extended more than 1 inch. The surgical time was extended 30 minutes and more and the patient¿s hospitalization was extended for 1 week. Staple line was fixed by hand sutured and new device was used to complete the case. The patient is alive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical surgery for lung cancer, the device¿s staple line on lungs was incomplete due to bad staple which led to severe bleeding. There was a blood loss of 500cc which required blood transfusion. The incision extended more than 1 inch. The surgical time was extended 30 minutes and more and the patient¿s hospitalization was extended for 1 week. Staple line was fixed by hand sutured and new device was used to complete the case. The patient was discharged from the hospital.